Event description:
Patient reported ipg site irritation. Physician decided to revise ipg pocket. During surgery, an abscess was found inside of the pocket and a port plug found in pocket outside of ipg header. The ipg was explanted. The physician stated the abscess was not product related. A culture was taken and the patient placed on antibiotic therapy. The patient is recovering and stable. The physician plans to reimplant after the infection clears.

Manufacturer narrative:
The returned ipg was visually inspected and functionally tested. The device history and sterilization records were reviewed. Results: the ipg passed communication testing and appears in good condition. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.